Event description:
On (B)(6) 2011, pt reported her blood glucose went up to 300's mg/dl. Pt's normal blood glucose range is 110-180 mg/dl. Pt stated sometimes she would remove the infusion set and the cannula would be bent near the adhesive. Pt reported she did not have difficulty inserting the infusion headset and there was no leaking insulin. Pt uses the insertion assist plus device to insert the infusion sets. Pt stated the elevated blood glucose issues occurred several times a week since starting the infusion sets a month ago. Pt reported the infusion site felt "bumpy" while the bent cannula was in place under her skin. Pt discarded the alleged infusion sets. The pt did not require treatment from a health care professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.